Event description:
On (B)(6) 2025, patient¿s wife called regarding returning the ilet pump. She reported a high blood glucose (bg) of 401 mg/dl, on (B)(6) 2025, followed by a low on (B)(6) 2025, after which they stopped using the device. The bg can be corrected by algorithm; however, they decided pump therapy is not a good fit and have returned to multiple daily injections (mdi). No symptoms reported during the event and no medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.